Manufacturer narrative:
The computer was replaced and this resolved the issue. The faulty computer was sent back to the MFR and a motherboard malfunction was found to have directly caused the event.

Event description:
Site reported that the frame link software froze once in register and three times in navigate. The system was non responsive. There was green status when not navigating. They had to do a hard shutdown on each occasion. The user also stated that the system was freezing while downloading the images from cd. No impact on pt outcome reported.